Manufacturer narrative:
The 3-spike disposable set involved in the incident was not available for investigation. It was reported the while infusing the 24th unit of blood, one of the spikes came out of the tubing when the user went to spike another bag. A review of the photograph provided by the user facility indicates that the spike had separated from the tubing, however without the ability to investigate the set a root cause of the reported spike separation cannot be established. The manufacturing batch records for this lot were reviewed and no anomalies were identified. All 3- spike disposable sets are 100% leak tested and 100% visually inspected prior to release from belmont medical technologies. A review of past complaints indicates that there have been no other complaints related to this lot number. No patient injury was reported. Additional testing has been performed to ensure that the leak test challenges the bond of the tubing to the spike. Belmont will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
The user facility reported that while infusing the 24th unit of blood, one of the spikes on the 3-spike disposable set separated from the tubing when the user went to spike another bag.